Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during video-assisted thoracoscopic lobectomy surgery, the surgeon noted that it was difficult to fire during the firing sequence. The cartridges involved were ecr45b, ecr45w, and ecr45g. After fired, noted some staples were malformed. Another device was used to complete the procedure. There was no patient consequence reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/15/2021. D4: batch # u5dc67. H6: component code: mechanical(g04), safety (g06). Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with no apparent damage and with three reloads present. The reload (b) was received partially fired 1/16. The reload (c) was received unfired. The reload (d) was received unfired, with 3 double drivers missing and 1 double driver loose, and two single drivers missing. Making the reload non-functional. In addition the reload pan was noted to be partially dislodged from left proximal side. The device was tested for functionality in the articulated position with the returned reloads (b and c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. No conclusion could be reached on what may have caused the reload pan to dislodge.